Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 422 mg/dl. Customer was treated with manual injection. Auto mode was not active. Troubleshooting was declined for high blood glucose. Customer also reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.